Event description:
It was reported during a peripheral angioplasty treatment procedure deflation difficulties occurred. The unspecified target lesion was in the iliac artery. A f/g sterling otw 8.0 x 40/80 (4f) balloon catheter was advanced through a 4fr non-bsc sheath. The fit was noticed to be "very tight", but the physician was able to successfully advance the balloon through the target lesion. The inflation and deflation of the balloon during treatment of the target lesion was noted to be "extremely slow". The balloon was removed. Unspecified stents were implanted in the iliac arteries. The balloon was readvanced and during post dilation of the stent, the physician encountered the same "sluggish" inflation and deflation of the balloon. At an unspecified time, the 4fr sheath was exchanged for a 6fr sheath. While removing the balloon, the physician encountered difficulty in removing the balloon from the 6fr sheath. The procedure was considered to be completed with this device. There were no pt complications reported. Add'l info was requested, but is not available.

Manufacturer narrative:
(B)(4).